Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a endoscopic pituitary tumor removal procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 3 to 4 minute delay as a result of this event. It was also reported the procedure was completed successfully.

Manufacturer narrative:
The bur and attachment (5407120950c s/n: (B)(4)) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken along the shank. Investigation results indicates that the most probable root cause of bur break is as a result of issues with the attachment. The attachment head was stuck on the returned bur, the bur could not rotate on the head bearings. As a result of the bearing failure, the bur broke. Evaluation of the returned attachment also confirmed internal corrosion in the device.

Event description:
It was reported that during a endoscopic pituitary tumor removal procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 3 to 4 minute delay as a result of this event. It was also reported the procedure was completed successfully.